Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have a broken molded insulator on the lower jaw, with broken pieces measuring approximately 3.50 mm by 8.68 mm, which were not returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent. Additional observations not reported by the site include detached fragments resulting from the broken molded insulator. Pieces of the insulator broke off and were not returned with the instrument. Additionally, the grip of the lower jaw became dislodged due to the break, and the lower grip was not returned with the instrument. The instrument was found to have a broken conductor wire at the distal end, likely due to the break in the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. Furthermore, the instrument exhibited thermal damage on the molded insulator of the upper jaw.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the jaws of the maryland bipolar forceps instrument fell apart while inside of the patient. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.